Manufacturer narrative:
Device evaluation: the evo-fc-10-11-4-b device of lot number: c2285167 involved in this complaint was returned for evaluation, with its opened original packaging. With the information provided, a physical examination and document-based investigation was conducted. The device related to this occurrence underwent a laboratory evaluation on the 21st of aug 2025. On evaluation of the device, the following was observed: visual inspection: red safety tab not returned. Directional button in the deploy position. Red shuttle past the ponr. Safety wire not returned stent was not returned. Delivery system examined and no issue observed. Functional inspection: n/a. The reported failure was not observed as clinical setting could not be replicated. Manufacturing records review: prior to distribution all devices are subjected to a visual inspection and functional inspection to ensure device integrity. Based on the information available to date, there is no evidence to suggest that there are any manufacturing issues associated with lot number: c2285167. A review of the manufacturing records of lot number: c2285167 did reveal a discrepancy which was one non-conformance due to the cannula moving after being glued. This would not have contributed to this complaint issue. Historical data review: the review of relevant manufacturing records confirms the failure mode has not previously occurred for this work order. Instructions for use and/label review: as per the instructions for use (ifu0062), which informs the user of the following potential adverse events "additional adverse events that can occur in conjunction with biliary stent placement include, but are not limited to: allergic reaction to nickel, bile duct ulceration, death (other than due to normal disease progression), fever, inflammation, ingrowth due to tumor or excessive hyperplastic tissue, nausea, obstruction of the pancreatic duct, pain/discomfort, perforation, recurrent obstructive jaundice, stent migration, stent misplacement, stent occlusion, trauma to the biliary tract or duodenum, tumor overgrowth, vomiting." It should be noted that the instructions for use (ifu0062) lists ¿stent migration" as a potential adverse event. There is no evidence to suggest that the customer did not follow the instructions for use. Image review: an image was not returned for evaluation. Root cause analysis: a definitive root cause could not be determined. A possible root cause could be attributed to known potential procedural complications or known adverse events associated with the use of this device. Another possible root cause could be attributed to inaccurate measurement of the stricture, inadequate alignment of the stent to the vessel or insignificant obstruction which could have led to this migration. As per the instructions for use, stent migration is listed as a known potential adverse event following the placement of the device. Confirmation of complaint: complaint is confirmed based on customer and/or rep testimony. Corrective action/correction: complaints of this nature will continue to be monitored for similar events. Summary of investigation: this file captures x 01 case of stent migration. Complaint is confirmed based on customer and/or rep testimony. According to the initial report, the patients experienced stent migration. Complaints of this nature will continue to be monitored for potential emerging trends.

Event description:
A supplemental report is being submitted due to completion of the investigation on 10-sep-2025.

Manufacturer narrative:
Investigation is still pending, a follow up MDR will be submitted to include the investigation conclusions.

Event description:
Stent did not deploy correctly. Product will be returned. As per cc form": after correct deployment of the stent as per IFU by an operator very experienced with the product, on removal of the deliver system the stent slipped back into the duodenum, as it was no longer in an optimal position the dr had to remove the stent and place another, this extended the procedure time but the patient was fine on placement of a second stent. At what stage of the procedure did the complaint occur? While removing the introducer what endoscope type and channel size was used? Olympus. What was the position of the elevator? Open. Details of the wire guide used (diameter, type, make)? 0.035 dream wire guide please advise the anatomical location of the intended target site. Bile duct did the patient require any additional procedures as a result of this event? No. What intervention (if any) was required? No. Was the secondary intervention performed during the same procedure as the device failure or was it scheduled or another day? N/a. Were any other defects (other than the complaint issue) observed on the device prior to return (e.g., kink)? No. What was the length and diameter of the stricture? Very short stricture (approx. 1cm) was there resistance felt passing wire guide through stricture? No. Was there resistance felt passing the evolution through stricture? No. Was the stricture dilated before stent placement? No. Was the yellow marker kept in view during deployment? Yes. Are images of the device or procedure available? No.